Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device was abnormal. The event occurred during a therapeutic laparoscope procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to regional service center for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: light-guide connector is broken, image blackout occurs, when uc (universal cord) sheath is shaken. Based on the results of the investigation. Even when, the customer¿s allegation was reproduced, a root cause could not be identified. Regarding the newly identified malfunctions, it is likely, the cause was traced to component failure. For the broken connector, this was a stress problem. But, the cause could not be determined. For the black out image event. This was an electrical/electronic problem. But also, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the image of the subject device was abnormal. The event occurred, during a therapeutic laparoscope procedure. There were no reports of patient harm.